Manufacturer narrative:
(B)(4). Initial report. Report source, foreign - event occurred in (B)(6). Concomitant medical devices: the following products are reported by medwatch facility (B)(4) biomet ¿ 0001825034. Catalog number: 010000700, lot number: 3395124, brand name:g7 bonemaster ltd. Catalog number: 010000846, lot number: 3464197, brand name:g7 neutral e1 liner. Catalog number: 51-199334, lot number:unknown, brand name:sirius hip stem 34-c. Catalog number: 51-199300, lot number: unknown, brand name: sirius winged centralizer. Customer has indicated that the product will not be returned to zimmer biomet for investigation as the device remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Product remains implanted.

Event description:
It was reported that a patient underwent an initial left total hip arthroplasty. Subsequently, the patient sustained a fall due to unknown reasons requiring an open reduction internal fixation (orif) of the distal humerus.

Event description:
It was reported that the patient underwent an initial left total hip arthroplasty. Subsequently, the patient sustained a fall due to unknown reasons requiring an open reduction internal fixation (orif) of the distal humerus.

Manufacturer narrative:
(B)(4). This final report is being submitted to relay additional information. G3: report source, foreign - event occurred in united kingdom. D11: device name: g7 bonemaster ltd acet shl 46b, model#: 010000700, lot#: 3395124. Device name: g7 neutral e1 liner 32mm b, model#: 010000846, lot#: 3464197. Device name: sirius hip stem 34-c, model#: 51-199334, lot#: unknown. Device name: sirius winged centralizer, model#: 51-199300, lot#: unknown. Device name: g7 screw 6.5mm x 20mm, model#: 010000997, lot#: unknown. Device name: cocr fem hd 22.2mm type 1 std, model#: 010001007, lot#: unknown. This final report is being submitted to relay additional information. As the product has not been received, the investigation was limited to the information provided; a review of device history records and complaint history. In addition, we have not been provided with any supporting documentation which could provide additional information. A review of the manufacturing history records confirms no abnormalities or deviations reported. A review of the complaint database over the last 3 years has found no similar complaints reported with these item 650-1163. Without the opportunity to examine the complaint product, root cause cannot be determined due to insufficient information. Risk assessment: the event reports: fall due to unknown reasons resulting in open reduction internal fixation of the distal humerus. The root cause of the issue could not be determined with the information currently available, therefore the specific failure cause within the risk tables could not be selected for comparison. No corrective or preventive actions required at this time. If any additional information becomes available, then the complaint will be reopened and investigated thoroughly.